Event description:
Remunity pro pump, that delivers sub q remodulin, a life sustaining drug, had a pump failure. According to the pharmacy that supplies the pump, there is no recovery for this and the pump is not operable. I am using my back up pump.